Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remote via merlin.net transmission, noise during a non-sustained oversensing was observed on the rv lead. It was discussed for the patient to be seen in clinic in order perform isometric evaluation. Noise was not reproduced with isometric exercise. Patient will continue to be monitored remote via merlin.net transmission to determine if noise is reproducible. No further information available.